Manufacturer narrative:
The unit was received and inspected. The original packaging pouch was inspected for damage. The inspection was able to identify a 2.0mm tear on the front of the tyvek pouch. The remainder of the device packaging was inspected and no other damage was noted. A device history record review was performed and this lot of drains were found to have all specifications. It is unknown what type of transit and storage conditions the product saw after leaving atrium medical. There is no way to determine when the product was actually damaged whether it was possibly during shipping or related to handling/storage conditions, therefore the exact root cause cannot be determined. Clinical evaluation: the oasis chest drain is indicated for evacuation of air and/or fluid from the chest cavity or mediastinum and to help re-establish lung expansion and restore breathing dynamics. It also facilitates post-operative collection and re-infusion of autologous blood from the patient's pleural cavity or mediastinal area. Damaged packaging may be the result of improper storage conditions or shipping occurrences. The instructions for use (IFU) states in precautions: do not use if device or packaging is damaged.

Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed.

Event description:
Customer reported they noticed that the inner package of the chest drain was damaged, small slits were found in the inner package. Sterility could not be ensured.